Manufacturer narrative:
Lead: model 3888, lot# j0313999v, implanted: 2003 (B)(6), explanted:na. Extension: model 748951, lot# nhu004149v, implanted: 2003 (B)(6), explanted: na. Programmer: model 7434a, lot# ngl011930p. Implantable neurostimulator: model 7425, lot# nat141920h, implanted: 2002 (B)(6), explanted: na. Lead: model 3888, lot# j0211648v, implanted: 2002 (B)(6), explanted: na. Extension: model 7495lz10, lot# nhk014790v, implanted: 2002 (B)(6), explanted: na. Programmer: model 7434a, lot# ngl006639p.

Event description:
It was reported that the patient's implantable neurostimulator stimulation was turning off, "on occasion." The patient's status was stated to be "fair." It was later reported that the magnet reed switch was turned off by the manufacturer representative, and the patient was to determine if this made a difference in the reported issue. Impedance and system checks were performed, and were normal. The patient was "satisfied."